Event description:
During the last part of a phacoemulsification the consultant surgeon sealed the corneal wound with a technique called "stromal hydration". During this process, the cannula dislodged from the syringe and was forcefully driven into the patient's eye. Due to this incident, the posterior capsule ruptured causing hemorrhage and vitreous loss. The surgeon performed a vitrectomy and removed the lens as it was not sufficiently supported. The outcome cannot be foreseen at this stage. If the eye is settled and the wounds are healed, we will re-assess the patient and most likely admit him again to insert an anterior chamber lens. The cannula was attached to a bd luer lock syringe.

Manufacturer narrative:
No product has been returned for evaluation and no lot number information is available at this time. The bd complaint, (B)(4), is currently under investigation. Our initial investigation found that this cannula was included in a custom pack supplied by (B)(4), lot 08353504.